Event description:
Surgeon reported that he was not satisfied with the refractive results obtained after a bilateral intraocular lens (iol) implantation. The patient experienced poor vision in her left eye. The surgeon is planning to exchange the lens for this eye. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. (B)(4).